Event description:
Device 1 of 2: reference MFR. Report#: 1627487-2016-06448. Follow-up information revealed the patient underwent surgical intervention at which the leads were explanted and replaced. Reportedly, the patient has effective therapy and the issue is resolved.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 1 of 2 reference MFR. Report#: 1627487-2016-06448 it was reported the patient is experiencing a loss of stimulation from her scs system. Diagnostic testing revealed high impedance readings on all lead contacts. Reprogramming was unable to resolve the issue. Surgical intervention may be undertaken to address the issue.